Event description:
Event description cpi received information that several hours post-implant, this implantable pulse generator (ipg) reported ventricular lead issues. An invasive procedure noted that the lead had come out of the header. The lead was put back in the header and tightened down, but once again became dislodged from the header. The device was explanted and replaced with another ipg.